Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate pump (model# m-4900-08 serial# (B)(4)). Smartablate remote (model# m-4900-09 serial# (B)(4)). Are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation under general anesthesia on (B)(6) 2015 with a thermocool smarttouch uni-directional navigation catheter and a smartablate system rf generator and suffered an atrio-esophageal fistula requiring surgical intervention, cerebrovascular accident, sepsis, and death. The procedure was successfully completed with no complications. The patient was hospitalized (B)(6) 2016 for tikosyn initiation. On (B)(6) 2016, the patient was re-admitted to the hospital. A head computed tomography (CT) confirmed a brain air embolism, which was suspected to have been caused by an atrio-esophageal fistula. Surgical interventions included partial esophagectomy, fistula repair and pericardial patch of the left atrium. Further evaluation of head CT revealed severe right-sided and moderate-severe left sided cerebrovascular accident. On (B)(6) 2016, the patient expired. Generator settings included power control mode with standard thermocool settings. Esophageal protection measures included deroyal esophageal temperature probe. Procedure goal was low power, low force, and if temperatures rose, shorter ablations. No proton pump inhibitors prescribed post-procedure. Patient required extended hospitalization as a result of these adverse events. No error messages reported on any biosense webster equipment. Physician's opinion regarding the cause of these adverse events is that they were possibly related to the smarttouch (generation 2) catheter.

Manufacturer narrative:
Manufacturer date received on 02/25/2016 to complete UDI#. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation under general anesthesia on (B)(6) 2015 with a thermocool smarttouch uni-directional navigation catheter and a smartablate system rf generator and suffered an atrio-esophageal fistula requiring surgical intervention, cerebrovascular accident, sepsis, and death. Stockert was unable to duplicate the complaint of patient injury. No device malfunction found. Stockert performed functional and safety test. Unit ready for use the device history record review verifies that the device was manufactured in accordance with documented specification and procedures.